Event description:
The nurse contacted baxter's technical service center to report an issue of leak on a minicap before use. The nurse stated that the minicap was broken on top and just before use the iodopovidone started to leak. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The actual sample was not received. However, the customer provided a photograph of the actual device. This complaint for a leaking minicap was confirmed using this photograph. A crack was found on the minicap. The cause was manufacturing process. Baxter will continue to monitor similar reports to determine if further actions are required. Additional investigation is being conducted through (B)(4).